Event description:
Reporter indicated high lead impedance with vns systems and normal model diagnostics were received for a patient at an office visit. The vns was disabled. Vns diagnostics were last within normal limits in (B)(6) 2012. No trauma or device manipulation occurred. Vns lead and generator replacement surgery occurred on (B)(6) 2013. During the surgery, fibrosis was noted at the electrode site and the electrodes were unable to be completely removed. Diagnostics with the new vns lead and generator were within normal limits. Attempts for return of the explanted devices are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or a serious injury.

Event description:
X-rays were received and reviewed by the manufacturer on (B)(6) 2013. A frank lead break is noted at the top of the first lead strain relief bend. The lead pin appears fully inserted into the generator header. The lead wire is intact at the lead pin. There is a small amount of lead behind the generator that cannot be assessed. The cause of the high lead impedance is due to the frank break noted on the first strain relief bend near the electrode area.all attempts for return of the explanted lead and generator have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted devicereview of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.